Manufacturer narrative:
(B)(4): the customer reported that the device failed the paddles test. There was no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the paddles test. There was no reported pt involvement.